Manufacturer narrative:
Customer declined service since new machines will be installed at their facility. It was not possible to recall the specific error code. Complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2010. The most likely root cause of the reported event was traced back to component failure, probably due to the wearing of its electro-mechanical parts. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer's site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market. This report was due on (B)(6) 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on (B)(6) 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in cincinnati, ohio. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : customer declined livanova technical service intervention.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) did not work and gave an error message related to a damage. No further information is available. The issue occurred during maintenance activity. There was no patient involvement.